Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, "breast pain," "deformity," and "breast volume increase."

Event description:
Healthcare professional reported right-side, "breast pain, capsular contracture baker grade IV, deformity, breast volume increase" the device remains implanted.